Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump froze during a bolus attempt and had an unresponsive keypad. The blood glucose reading was 78 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.